Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the nozzle was clogged because the watertight packing, silicone adhesive, silicone member, etc. Of the peripheral equipment were damaged and mixed into the channel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4)checked the subject device and found the reported phenomenon (foreign material inside the air/water nozzle). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the air/water nozzle was clogged. Olympus (B)(4) engineer found that there was some brown foreign material inside the air/water nozzle during the incoming inspection for repair. There was no report of patient injury associated with the event.